Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 311 mg/dl. Customer reported that the alarm was resolved by a complete set change and did not want to troubleshoot. Customer was advised that no delivery alarms can occur when there is an issue with the site and that it may not necessarily be the system. Customer was also advised to call back if the no delivery alarm occurs again to troubleshoot the issue. Customer would like to return the set and reservoir for analysis. No additional information provided.